Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 285 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a refill done on (B)(6) 2022 and the patient was now experiencing spasms and rigidity in the legs. The hcp stated that they suspect there was a pocket fill done at the last refill and now the pump reservoir was empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.